Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.